Manufacturer narrative:
Retainer ring=clear customer complained on (B)(6) 2021 the insulin pump alarmed pump error 24. Device passed displacement test, self test, active current measurement and sleep current measurement. No pump error 24 noted during test. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Device trace download analysis confirmed the insulin pump alarmed 10 pump error 24 alarms between (B)(6) 2021 16:06:00.000 to (B)(6) 2021 20:25:00.000. The power management graph also confirmed pump error 24 were triggered due to severely corroded battery tube. The formatted history file confirmed the device alarmed pump error 53 alarm on (B)(6) 2021 16:19:24.000 due to software error. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay and cracked battery tube threads. The p-cap/reservoir does lock properly. No pump error 24 noted during test. However, the pump trace download analysis confirmed the pump alarmed 10 pump error 24 alarms due to severely corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information receive by medtronic indicated that insulin pump had an alarm which was generated when a power failure was detected. Customer was not able to clear alarm and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.